Event description:
Customer reported unit displayed "minimum sys shutdown." There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be submitted when the investigation has been completed.